Manufacturer narrative:
Records indicate this lead remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. The lead was reprogrammed from bipolar to unipolar. No adverse patient effects were reported.